Event description:
The customer reported that the device failed to power up when powered by battery. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer isolated the cause of the failure to a faulty power pca. The customer reported the replacement of the power pca resolved the failure. The device remains at the customer site.